Manufacturer narrative:
H10: no further follow up can be performed or verify issue resolved. No further action required.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported to have accidently send the wrong test results to patient on the ID now instrument. Although requested, no additional information is not available at this time.